Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Impactor bolt stuck in cup.

Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was confirmed following inspection of the returned bolt and trident shell which remain locked together. Visual inspection: the cup impactor bolt was returned assembled to the trident shell. The cup impactor bolt was visually unremarkable. Material analysis : not performed as not related to material integrity. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The event was confirmed. A CAPA investigation was completed and concluded the root cause to be procedure and training related.

Event description:
Impactor bolt stuck in cup.